Event description:
Coiling treatment of a cerebral aneurysm. During the coiling procedure, it was reported the balloon could not maintain inflation. As a result, the pt underwent an open surgery. It was reported the pt expired due to the complications from the open surgery.

Manufacturer narrative:
The device involved in this event has not been returned for eval. [See scanned page.]